Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sample nozzle. The aia-1800 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 6-september-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-1800 operator's manual under appendix 3: flags, 12.2 calculation failures for high concentration specimens is as follows: 12.2.2 >h calculation failed due to assay result being over assay range (represented by assay range upper limit value in test file). ->dilute specimen and reschedule assay operation. Print, display (rate value) :outputs obtained value print, display (concentration value) :blank rs232c output (concentration value) : follow the "flag 2"setting of the utility-host screen rs232c output (flag) :> (note: rs232c output (flag) generates a ">"). The most probable cause for the out of range quality control for afp and bhcg was a defective sample nozzle.

Event description:
On (B)(6) 2017, a customer reported the quality control for afp tumor markers and bhcg reproductive hormones were not in range on the aia-1800 instrument. The customer made fresh reagents, wash, diluent, substrate and control material. Technical support advised the customer to clean the wash probes and to rerun the quality control. She decontaminated the reagent lines and recalibrated to reestablish quality control ranges. The customer sent out their patient specimens to a reference lab. There was a delay in reporting patient values. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: added catalog number, appx age of device, and device mfg date.